Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h6, h11 21 previously reported events are included in this follow-up record. Product return status 21 devices were received.

Event description:
This report summarizes 21 malfunction events in which the device had a component detach. - 20 events had the problem identified during a non-clinical procedure. -there was no patient involvement. - 1 event had patient involvement, no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 21 events were reported for this quarter. Product return status 12 devices were received. 9 device investigation types have not yet been determined. Additional information 21 devices were not labeled for single-use. 21 devices were not reprocessed or reused.

Event description:
This report summarizes 21 malfunction events in which the device had a component detach. - 20 events had no patient involvement; no patient impact. - 1 event had patient involvement; no patient impact.